Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening and crease fold. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated opening on radius. Based on the device analysis the final assessment was a striated opening on radius assessed as surgical damage consistent in the use of some surgical tools. The event of "capsular contracture" is a physiological complication and analysis , and rupture. The device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported rupture. Device has been explanted.